Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not find her bolus history even though she entered boluses, carbohydrates, and what her blood glucose level was. The customer was advised where to find the bolus history. Specific dates were missing. The customer felt like her insulin pump was not working properly. The product was not returned. Nothing further to report.